Event description:
It was reported that during an arthroscopic knee procedure using the saber 30 degree icw wand, the tip of the wand fell off. The piece was retrieved from the surgical site and the procedure was completed using another wand of the same type. The surgeon is confident that no debris was left in the pt. There were no significant delays or pt complications reported as a result of this event.